Event description:
Customer called to report that the insulin pump was alarming no delivery during priming. Customer changed infusion set and reservoir run 5 units fixed prime and the insulin pump did not alarm. Explained that the alarm was caused by an occlusion in the reservoir. Nothing further was reported.

Manufacturer narrative:
One opened/used reservoir was inspected. Performed manual prime and high pressure test per specifications. Using a new lab infusion set along with insulin pump. Ran prime test in the insulin pump and occlusion was observed during analysis. Reservoir failed per specifications, due to the septum being rotated.